Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), induration was occurred on the subject's abdomen area after the imp administration [application site induration], hypotension [hypotension], case description: medicinal product manufacturer report #: (B)(4). This clinical trial case involves a 29-year old female patient ((B)(6) ). The patient was enrolled in study (B)(4), a phase 3, randomized, parallel-group, multicenter, open-label, pharmacokinetic, noninferiority study of ravulizumab administered subcutaneously versus intravenously in adult patients with paroxysmal nocturnal hemoglobinuria currently treated with eculizumab. This report was received from the investigator on 08-nov-2019 with follow up information received on 11-nov-2019 and 14-nov-2019. Follow up information was also received by alexion quality assurance on 12-nov-2019. On (B)(6) 2019, the patient received her first dose of intravenous alxn1210 at a dose of 2700 mg. The most recent administration of alxn1210 prior to the onset of event was on day 127, (B)(6) 2019 (10:01 am to 10:10 am) at an unspecified dose weekly, given subcutaneously using two on-body delivery system (obds) devices. The kit numbers of the two obds units used were 109266 and 109267. Medical history included paroxysmal nocturnal haemoglobinuria (pnh), cerebral arterial occlusion/ cerebrovascular accident, previous use of soliris (eculizumab) and immunization with menactra (meningococcal vaccine). The patient had no known history of allergy. Concomitant medications of the patient were not reported, and the patient was not on any new medication at the time of the (B)(6) 2019 alxn1210 administration. The patient weighed 79 kgs and was 171 cm tall. On (B)(6) 2019, the patient complained of dizziness after the administration of alxn1210 at 10:10 am. The patient had been upright at the time but was subsequently placed in a supine position. The patient's blood pressure was 81/49 mmhg (hypotension), and heart rate was 72 beats per minute (pending clarification). At the same time, the patient experienced two indurations on her abdomen (induration) that were approximately 4x5 cm each with no progression and accompanied by symptoms of redness, warmth and skin discoloration. The induration was noted in both areas where the device injection was administered. The event of hypotension was assessed by the investigator as related to the study drug. The result of the blood tryptase measurement on (B)(6) 2019 at 11:34 am was 2.39 ug/l (<14). Treatment for induration, hypotension and dizziness included 40 mg of intravenous prednol-l (methylprednisolone sodium succinate) and 1000cc of intravenous 0.9% nacl (sodium chloride) given once at 10:45 am. On (B)(6) 2019, the events had resolved. No action was taken with alxn1210 in response to the event however based on the tryptase result, a pre-treatment has been recommended for the next scheduled dose. The investigator considered the events to be related to alxn1210 and not related to the obds device. The investigator did not consider the events of induration/ and hypotension as an episode of hypersensitivity/ or anaphylaxis. The product complaint number 75181 has been issued for this case. Quality investigation and evaluation of the used obds kits from the 08-nov-2019 sc study drug administration are ongoing. Follow up is expected. Additional information has been requested. Follow up information was received from the investigator via an alexion representative on 15-nov-2019 and from alexion quality assurance on 12-nov-2019 and 18-nov-2019. On (B)(6) 2019, the next subcutaneous dose of the patient after the adverse event went well. There was no issue during the administration done on both upper leg areas of the patient. The patient took 20mg of bilaxten (bilastine) in fasting state, 13 hours before the treatment and was given aerius (desloratadine) and 40 mg famodin (famotidine) one hour before the treatment. The immunologist cancelled the planned pre-treatment of "establish vascular access by 14 gauge and administer 500 cc of isotonic solution right before the treatment" and this will not be done on the next treatments of the patient. The product complaint number (B)(4) was issued for obds kit 109266 and (B)(4) was issued for obds kit 109267. All investigations are ongoing, and the results will be reported upon conclusion. Additional information has been requested. Follow up information was received from the investigator on 03-dec-2019. It was confirmed that the patient was 29-years old at the time of event onset. The patient received alxn1210 subcutaneously during the randomized treatment period. The patient's heart rate on (B)(6) 2019 was confirmed as 72 beats per minute at 10:10 am and 86 beats per minute at 10:45 am as measured by a blood pressure measuring device. No additional information was requested. Upon internal quality review by alexion on 04-dec-2019, the following changes were made to the database: the pt of the event "after the application of the drug, induration was occurred on the subject's stomach area" was updated from "induration" to application site induration. Upon internal review by alexion endorsed on 28-jan-2020, the following changes were made to the database: the narrative was updated to provide clarity on the action taken with alxn1210 and to indicate that the recommended "alternative dosing regimen" refers to a pre-treatment rather than a change in the administration of alxn1210. Follow up information was received from the investigator on 09-mar-2020. Upon clarification, the investigator reconfirmed the causality of the previously reported events of induration and hypotension to be related to alxn1210 and not related to the obds device. This narrative was updated to reflect this information. Follow up information was received from the investigator on 29-jun-2020 and 01-jul-2020. On 18-jun-2020, the patient received a dose of alxn1210 subcutaneously via obds device. The investigator amended the event term from "after the application of the drug, induration was occurred on the subject's stomach area. Patient had hypotension" to induration was occurred on the subject's abdomen area after the imp administration (application site induration) and hypotension (hypotension). On (B)(6) 2019, the patient received 20 mg of oral bilaxten every week as allergy prophylaxis. On (B)(6) 2019, the patient received five mg of oral aerius every week as allergy prophylaxis and 40 mg of oral famodin every week as gastroprotective. The investigator still considered the events to be related to alxn1210 and not related to the obds device. It was noted that induration and hypotension are considered associated with device/device use. No additional information was requested. Company comment 01-jul-2020: this case is a serious, medically confirmed, clinical trial report. Obds device: application site induration (ms, o) and hypotension (ms, o) are both unlisted in the ib v 2.2. Application site induration is considered related due to temporal and anatomic association. Hypotension is unrelated to the device. Alxn1210: application site induration (ms, o) and hypotension (ms, o) are both unlisted in the ib v.9.0. Application site induration is considered unrelated; it is attributed to the device. Hypotension is related to study medication due to temporal association. Based on the up to date follow up information, no product deficiency has been identified in the quality evaluation of the involving study products. The etiology of the reported patient events remains unclear. A search for similar events was conducted in the argus safety database on 11-dec-2019 using the pts hypotension and application site induration. The search yielded no matching case reports in the database. At this time, the sponsor considers that the analysis of this data does not highlight a new safety concern, and (B)(4) study will continue as per protocol.

Event description:
After the application of the drug, induration was occurred on the subject's stomach area. Patient had hypotension. [Application site induration] after the application of the. Drug, induration was occurred on the subject's stomach area. Patient had hypotension. [Hypotension].

Event description:
Follow up information was received from the investigator on 12-mar-2021. The investigator updated the causality assessment of the events in relation to the obds device from not related to related. Both events were considered as associated with the device/device use as previously reported. The investigator still considered the events to be related to alxn1210. Upon internal review by alexion endorsed on 12-mar-2021, the following changes were made to the database: the pt of the event "hypotension" was updated from "hypotension" to procedural hypotension. No additional information was requested. Company comment 12-mar-2021: this case is a serious, medically confirmed, clinical trial report of application site induration (ms, o) and procedural hypotension (ms, o) the events are both unexpected in the obds device ib v 2.2. The sponsor considers the application site induration as related to the device due to temporal and anatomic association; procedural hypotension is unrelated to the device. Application site induration (ms, o) and procedural hypotension (ms, o) are both unexpected in the alxn1210 ib v.9.0. Application site induration is considered unrelated to the drug; it is attributed to the device. Procedural hypotension is related to study medication due to temporal association. A search for similar events was conducted in the argus safety database on 11-dec-2019 using the pts application site induration, induration, injection site induration and administration site induration. A search for similar events was conducted in the argus safety database on 15-mar-2021 using the pts hypotension and procedural hypotension. The search yielded no matching case reports in the database. At this time, the sponsor considers that the analysis of this data does not highlight a new safety concern, and (B)(4). Study will continue as per protocol.

Event description:
After the application of the drug, induration was occurred on the subject's stomach area. Patient had hypotension. [Application site induration]. After the application of the drug, induration was occurred on the subject's stomach area. Patient had hypotension. [Hypotension]. Was received from the investigator on 08-nov-2019 with follow up information received on 11-nov-2019 and 14-nov-2019. Follow up information was also received by alexion quality assurance on 12-nov-2019. On (B)(6) 2019, the patient received her first dose of intravenous alxn1210 at a dose of 2700 mg. The most recent administration of alxn1210 prior to the onset of event was on day 127, (B)(6) 2019 (10:01 am to 10:10 am) at an unspecified dose weekly, given subcutaneously using two on-body delivery system (obds) devices. The kit numbers of the two obds units used were 109266 and 109267. Medical history included paroxysmal nocturnal haemoglobinuria (pnh), cerebral arterial occlusion/ cerebrovascular accident, previous use of soliris (eculizumab) and immunization with menactra (meningococcal vaccine). The patient had no known history of allergy. Concomitant medications of the patient were not reported, and the patient was not on any new medication at the time of the (B)(6) 2019 alxn1210 administration. The patient weighed 79 kgs and was 171 cm tall. On (B)(6) 2019, the patient complained of dizziness after the administration of alxn1210 at 10:10 am. The patient had been upright at the time but was subsequently placed in a supine position. The patient's blood pressure was 81/49 mmhg, and heart rate was 72 beats per minute (pending clarification). At the same time, the patient experienced two indurations on her abdomen (induration) that were approximately 4x5 cm each with no progression and accompanied by symptoms of redness, warmth and skin discoloration. The induration was noted in both areas where the device injection was administered. The investigator has assessed that the induration was associated with the use of the obds devices. The event of hypotension was assessed by the investigator as related to the study drug. The result of the blood tryptase measurement on (B)(6) 2019 at 11:34 am was 2.39 ug/l (<14). Treatment for induration, hypotension and dizziness included 40 mg of intravenous prednol-l (methylprednisolone sodium succinate) and 1000cc of intravenous 0.9% nacl (sodium chloride) given once at 10:45 am. On (B)(6) 2019, the events had resolved. No action was taken with alxn1210 in response to the event however based on the tryptase result an alternative dosing regimen has been recommended. The investigator considered the events to be related to both alxn1210 and to the obds device. The investigator did not consider the events of induration/ and hypotension as an episode of hypersensitivity/ or anaphylaxis. The product complaint number (B)(4) has been issued for this case. Quality investigation and evaluation of the used obds kits from the (B)(6) 2019 sc study drug administration are ongoing. Follow up is expected. Additional information has been requested. Follow up information was received from the investigator via an alexion representative on 15-nov-2019 and from alexion quality assurance on 12-nov-2019 and 18-nov-2019. On (B)(6) 2019, the next subcutaneous dose of the patient after the adverse event went well. There was no issue during the administration done on both upper leg area of the patient. The patient took 20mg of bilaxten (bilastine) in fasting state, 13 hours before the treatment and was given aerius (desloratadine) and 40 mg famodin (famotidine) one hour before the treatment. The immunologist cancelled the planned pre-treatment of "establish vascular access by 14 gauge and administer 500 cc of isotonic solution right before the treatment" and this will not be done on the next treatments of the patient. The product complaint number (B)(4) was issued for obds kit 109266 and (B)(4) was issued for obds kit 109267. All investigations are ongoing, and the results will be reported upon conclusion. Additional information has been requested. Follow up information was received from the investigator on 03-dec-2019. It was confirmed that the patient was 29-years old at the time of event onset. The patient received alxn1210 subcutaneously during the randomized treatment period. The patient's heart rate on (B)(6) 2019 was confirmed as 72 beats per minute at 10:10 am and 86 beats per minute at 10:45 am as measured by a blood pressure measuring device. No additional information was requested. Upon internal quality review by alexion on 04-dec-2019, the following changes were made to the database: the pt of the event "after the application of the drug, induration was occurred on the subject's stomach area" was updated from "induration" to application site induration. Company comment 11-dec-2019: this case is a serious, medically confirmed, sponsored clinical trial report of application site induration (ms) and hypotension (ms). The events are not listed in version 7.0 of the alxn1210 ib nor in the ravulizumab obds ib v.1. The sponsor considers the events of application site induration (ms) as related to the study drug alxn1210 and the study device ravulizumab obds units since the company considers the nature of the events "application site induration" and "hypotension" a possible episode of hypersensitivity with local and systemic presentations. The causal or contributory roles for the study drug and the study devices are taken into consideration based on the current available clinical information. Based on the up to date follow up information, no product deficiency has been identified in the quality evaluation of the involving study products. The etiology of the reported patient events remains unclear. A search for similar events was conducted in the argus safety database on 11-dec-2019 using the pts hypotension and application site induration. The search yielded no matching case reports in the database. At this time, the sponsor considers that the analysis of this data does not highlight a new safety concern, and alxn1210-pnh-303 study will continue as per protocol.

Manufacturer narrative:
(B)(4).

Event description:
After the application of the drug, induration was occurred on the subject's stomach area. Patient had hypotension. [Induration]. After the application of the drug, induration was occurred on the subject's stomach area. Patient had hypotension. [Hypotension].

Manufacturer narrative:
(B)(4) follow-up #1 medwatch device 25-nov-2019 (B)(4).

Event description:
After the application of the drug, induration was occurred on the subject's stomach area. Patient had hypotension. [Induration]. After the application of the drug, induration was occurred on the subject's stomach area. Patient had hypotension. [Hypotension]. This report was received from the investigator on (B)(4) 2019 with follow up information received on 11-nov-2019 and 14-nov-2019. Follow up information was also received by alexion quality assurance on 12-nov-2019. On (B)(6) 2019, the patient received her first dose of intravenous alxn1210 at a dose of 2700 mg. The most recent administration of alxn1210 prior to the onset of event was on day 127, (B)(6) 2019 (10:01 am to 10:10 am) at an unspecified dose weekly, given subcutaneously using two on-body delivery system (obds) devices. The kit numbers of the two obds units used were 109266 and 109267. Medical history included paroxysmal nocturnal haemoglobinuria (pnh), cerebral arterial occlusion/ cerebrovascular accident, previous use of soliris (eculizumab) and immunization with menactra (meningococcal vaccine). The patient had no known history of allergy. Concomitant medications of the patient were not reported, and the patient was not on any new medication at the time of the (B)(6) 2019 alxn1210 administration. The patient weighed (B)(6) and was (B)(6) tall. On (B)(6) 2019, the patient complained of dizziness after the administration of alxn1210 at 10:10 am. The patient had been upright at the time but was subsequently placed in a supine position. The patient's blood pressure was 81/49 mmhg, and heart rate was 72 beats per minute (pending clarification). At the same time, the patient experienced two indurations on her abdomen (induration) that were approximately 4x5 cm each with no progression and accompanied by symptoms of redness, warmth and skin discoloration. The induration was noted in both areas where the device injection was administered. The investigator has assessed that the induration was associated with the use of the obds devices. The event of hypotension was assessed by the investigator as related to the study drug. The result of the blood tryptase measurement on (B)(6) 2019 at 11:34 am was 2.39 ug/l (<14). Treatment for induration, hypotension and dizziness included 40 mg of intravenous prednol-l (methylprednisolone sodium succinate) and 1000cc of intravenous 0.9% nacl (sodium chloride) given once at 10:45 am. On (B)(6) 2019, the events had resolved. No action was taken with alxn1210 in response to the event however based on the tryptase result an alternative dosing regimen has been recommended. The investigator considered the events to be related to both alxn1210 and to the obds device. The investigator did not consider the events of induration/ and hypotension as an episode of hypersensitivity/ or anaphylaxis. The product complaint number (B)(4) has been issued for this case. Quality investigation and evaluation of the used obds kits from the (B)(6) 2019 sc study drug administration are ongoing. Follow up is expected. Additional information has been requested. Follow up information was received from the investigator via an alexion representative on 15-nov-2019 and from alexion quality assurance on 12-nov-2019 and 18-nov-2019. On (B)(6) 2019, the next subcutaneous dose of the patient after the adverse event went well. There was no issue during the administration done on both upper leg area of the patient. The patient took 20mg of bilaxten (bilastine) in fasting state, 13 hours before the treatment and was given aerius (desloratadine) and 40 mg famodin (famotidine) one hour before the treatment. The immunologist cancelled the planned pre-treatment of "establish vascular access by 14 gauge and administer 500 cc of isotonic solution right before the treatment" and this will not be done on the next treatments of the patient. The product complaint number (B)(4) was issued for obds kit 109266 and (B)(4) was issued for obds kit 109267. All investigations are ongoing, and the results will be reported upon conclusion. Additional information has been requested. Company comment 22-nov-2019: this case is a serious, medically confirmed, sponsored clinical trial report of induration (ms) and hypotension (ms). The events are not listed in version 7.0 of the alxn1210 ib nor in the ravulizumab obds ib v.1. The sponsor considers the events of induration (ms) as related to the study drug alxn1210 and the study device (B)(4) units since the company considers the nature of the events "indurations" and "hypotension" a possible episode of hypersensitivity with local and systemic presentations. The causal or contributory roles for the study drug and the study devices are taken into consideration based on the current available clinical information. Based on the up to date follow up information, no product deficiency has been identified in the quality evaluation of the involving study products. The etiology of the reported patient events remains unclear. A search for similar events was conducted in the (B)(4) safety database on 14-nov-2019 using the pts hypotension and induration. The search yielded no matching case reports in the database. At this time, the sponsor considers that the analysis of this data does not highlight a new safety concern, and (B)(4) study will continue as per protocol.